Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia, with a highest blood glucose of 257 mg/dl about two hours after dinner, while new to pump use and announcing meals; the device alerted for prolonged high glucose, and no backup therapy, ketone testing, or medical intervention was used. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included correction by the system with glucose returning to range within one to two hours. Investigation included case review and troubleshooting with user education. Investigation of this case revealed no device malfunction and that glucose levels trended down with automated corrections, suggesting uncertain cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.